Event description:
Pt revised because of dislocation, repositioned cup. Head by other manufacture.

Manufacturer narrative:
The initial information states the depuy device was used with competitor manufactured product. This use is not recommended. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for correction action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.